Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported the tip of the handpiece broke inside the pt's eye during aspiration. Add'l info has been requested as to how the tip was extracted and the pt's current status. No pt harm was reported.